Manufacturer narrative:
This is a follow up report related to the same MDR event already included in the following report number submitted to the FDA: 3007797756-2023-00228. This report covers the additional device used in this case. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
This is a follow up report related to the same MDR event already included in the following report number submitted to the FDA: 3007797756-2023-00228. This report covers the additional device used in this case. This 66-yr old male patient with cardiac history was suffering from severe copd on 4-5l 02 at baseline. He underwent blvr to the left upper lobe with 3 zephyr® valves (5.5 regular to occlude lul apical/posterior/anterior; 4 regular to occlude superior lingula; and 4 regular to occlude inferior lingula). Post-op cxr showed a tiny left pneumothorax which increased on follow-up films; so a 14 fr chest tube was placed on post-op day 0. On post-op day 4, he had increasing subcutaneous air with enlarging pneumothorax. So a 2nd chest tube was placed. Chest tube #1 was removed on post-op day 6. Patient had persistent air leak. Thus the medical team discussed valve removal, but the patient wanted to give it longer to see if leak would resolve as he clinically felt better with valves. The air leak slowly improved, and on post-op day 13 he underwent chemical pleurodesis. He tolerated a prolonged clamp trial and chest tube was removed on post-op day 20. However, he developed worsening hypoxic respiratory failure with new consolidation in the left lower lobe. He was intubated on post-op day 24 for respiratory failure owing to left lower lobe pneumonia. Bronchoscopy showed purulent secretions in the left lower lobe. He received broad spectrum antibiotics for the pneumonia. Given lack of improvement, valves were removed on post- op day 27. The following day (dec 1, 2023) he died from refractory respiratory failure. According to the treating physician the cause of death (chart review, no autopsy) was from pneumonia. Ln conclusion, this severe copd patient died on dec 01, 2023, 28 days after blvr procedure with zephyr® valves and one day after valves removal, from refractory respiratory failure as a complication of lll pneumonia.